Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported x-rays confirmed the patient's ((B)(6)) lead had migrated. Patient's system is currently off and patient is not receiving therapy. Patient is stated to consult with the physician at a later date.

Event description:
Follow-up information indicated surgical intervention was undertaken and the lead was explanted and replaced.